Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), which occurred during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) by explaining the message and informing the hp to use a manual bag and inform the nurse. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(4) 2011. The patient stated the following: the cause of the alarm was the supply bag fell and disconnected. The bag had been placed sturdy on a table and it fell while the patient was sleeping. Since the event the patient was doing fine with therapy and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint was confirmed based on investigation information and the cause was supply bag fell and disconnected. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Additional investigation is being conducted through CAPA/ncr (B)(4) and renq-CAPA-(B)(4). The set was visually inspected with solution noted in set and the companion set was in original packaging and not opened. The sets were placed on machine for priming and run with no alarms noted. The sets were then tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection. A labeling review has been performed, finding that current labeling provides ample instructions related to the suspected use error.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.